Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: characterization of ventricular tachycardia ablation in end-stage heart failure patients with left ventricular assist device (channeled registry). Europace. 2025. 27, euaf054. Doi: 10.1093/europace/euaf054. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ventricular tachycardia (vt) ablation in patients with a left ventricular assist device (vad). Patients with a left vad underwent vt ablation after presenting to the emergency department with a shock from their implantable cardioverter defibrillator (ICD), a vad alarm, syncope, lightheadedness, palpitations, or worsening heart failure. The authors described some patient deaths within thirty days of the ablation procedures. One patient died from procedure-associated hypoxic brain damage as a result of postprocedural hypoxemia. The other deaths occurred in the follow-up period; the causes of death were heart failure, unknown vad failure, sepsis, intracranial bleeding, or other unknown causes. Electromagnetic interference occurred during mapping which resulted in incomplete map acquisition, transient catheter visualization loss, and one case led to procedure abortion. Procedure-related complications included access site¿related complications, one pericardial effusion occurred, and one iatrogenic aortic dissection between the right iliac artery and the renal branches. There were patients who experienced recurrence of vt or electrical storm, and three patients had a repeat ablation procedure. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.